Event description:
It was reported that during an angioplasty procedure through the sfa, the lutonix balloon allegedly failed to inflate. Imaging examination showed what appeared to be a rubber band wrapped around the balloon. The balloon was removed without issue and upon trying to inflate again, the balloon would not inflate. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the allegation of a twisted balloon was confirmed through review of the returned sample analysis and fluoroscopic imaging, illustrating a portion in the middle of the balloon did not fully inflated while treating the target lesion. The review of fluoroscopic imaging, illustrates a portion in the middle of the balloon did not fully inflated while treating the target lesion. The returned sample analysis revealed the catheter wrinkles and striations approximately 117-125 mm from the distal tip of the catheter. Therefore, the returned sample analysis and the fluoroscopic images illustrates the balloon was unable to fully inflate within side the patient, but was able to inflate to a uniform shape without fluctuations and then deflate completely during evaluation. It was reported the health care professional (hcp) prepared the target lesion in the superficial femoral artery (sfa) with predilation. Reportedly, the lutonix dcb was advanced to the target lesion and attempted to be inflated. During inflation, allegedly the fluoroscopic images displayed what appeared to be a "rubberband wrapped around the balloon" resulting in the inability to inflate the balloon. The hcp removed the lutonix dcb without issues. The hcp reportedly completed the patient's procedure with another non drug coated device. Reportedly, after the lutonix dcb was removed, the hcp attempted to inflate the balloon again but the balloon would not inflate. A definitive root cause could not be determined. Labeling review: the instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H10: g4, d4 expiry date (02/2022). H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer; however the image was provided and the evaluation is still pending. The investigation of the reported event is currently underway. Expiry date (02/2022).

Event description:
It was reported that during an angioplasty procedure through the sfa, the lutonix balloon allegedly failed to inflate. Imaging examination showed what appeared to be a rubber band wrapped around the balloon. The balloon was removed without issue and upon trying to inflate again, the balloon would not inflate. The procedure was completed using another device. There was no reported patient injury.